Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a vessel perforation occurred. The 100% stenosed lesion being treated was located in the right coronary artery. A crossboss catheter was advanced to the target lesion when the physician realized it was in a side branch. The vessel was stented with an unknown device. It was then noted that a branch perforation had occurred. The physician performed and echo and noted a small anterior effusion. The vessel was treated with two long balloon inflations. The patient remained hemodynamically stable and it was decided not to perform additional intervention. The patient was taken to the ccu to perform an additional echo. The patient remained stable and was fine. Physician didn't believe that the device was defective, it was just a procedural complication.